Event description:
It was reported that when using the bd pyxis¿ es server, a patient appeared in a pre-admit status despite an a06 message being sent to update the status to admitted. There was concern that the message may not have been received or processed in a timely manner. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was appearing as preadmit but an a06 was sent to change to admitted. A technical support specialist (tss) reported that there was no delay in messages received from the carefusion coordination engine, but an error was observed indicating a mismatch between a temporary facility code and the assigned facility code. The tss confirmed that the update message was successfully received by the enterprise server through the server database and advised that the admission, discharge, transfer system should resend an appropriate message type such as admission or update. The tss also noted that permission was obtained from the customer to close the case. The system functioned as intended after the technical support specialist inspected the issue.